Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a stenting treatment procedure, a subacute thrombosis and myocardial infarction occurred. The patient presented with an acute anterior wall myocardial infarction (mi). Bivalirudin and heparin medications were given to the patient intravenously. Angiography was performed, revealing occlusion of the proximal left anterior descending (lad) artery. Multiple runs of thrombus aspiration were performed with a non-bsc catheter. Access was obtained via the radial artery. The 99% stenosed, 8mm in length and 2.75mm in diameter, concentric and de novo target lesion being treated was located in the non-tortuous and non-calcified proximal lad. A 2.75x12mm promus element stent delivery system (sds) was then advanced to the proximal lad and deployed. Follow up angiography showed the stent was well positioned and well apposed and timi 3 flow had been restored. Approximately 4 days later,the patient returned with chest pain. Tirofiban and prasugrel medications were given to the patient. Angiography revealed a thrombosis distal to the 2.75x12mm promus element stent and ECG revealed an st elevated myocardial infarction. A non-bsc aspiration catheter was advanced and used for thrombosuction. A 2.75x24mm promus element sds was deployed in the proximal and mid lad at 14 atms, resulting in 0% stenosis and good timi flow. Additional patient complications were not reported and the patient's status is stable.